Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx drug-eluting stents were implanted; one in the r-pda and two in the rca. Approx six months post index procedure the patient suffered probable deterioration in end stage renal disease. Patient died at home in her sleep on the same day. Cause of death is unknown. Investigator and sponsor assessed the probable deterioration in esrd event is not related to index device or antiplatelets. The investigator assessed the death event as not related to the index device or anti-platelet medication. Safety assessed the death event as possibly related to the index device or anti-platelet medication.

Manufacturer narrative:
Cec adjudicated death as cardiac death and commented, assume cardiac cause of death as the patient died at home during sleep. If information is provided in the future, a supplemental report will be issued.